Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.1 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No treatment reported. Patient was advised to continue coumadin dosage as normal. No adverse event reported. Requested return of suspect system and replacement was sent.